Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the customer reported "system error 345" was not reproduced. A review of the event history log revealed system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through history log review however no issue was found with the device. The ultrasonic sensor will be replaced as a known contributor to this issue. Should additional relevant information become available, a supplemental report will be submitted.